Manufacturer narrative:
Clinical specialist confirmed the jaws were not stuck on tissue when the issue occurred. There was no adverse effect to the grasped tissue and there was no unexpected tissue removal.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da sureform 60 stapler instrument to perform failure analysis. The instrument was installed on an in-house system and failed the recognition test. The instrument information found in the chip radio frequency identification (rfid) could not be detected. The instrument was found to have thermal damage to the chassis. The chassis is observed to be warped, which prevents the instrument from being correctly installed in the system, or could negatively affect the tension of the cables. The lower chassis was bent upwards preventing the housing from fully closing. The chassis also exhibits discoloration, with the observed color being darker than that of the housing when compared to the in-house sure form 60 stapler. In addition, the sureform 60 green reload was returned to perform failure analysis. The reload was not used. A comprehensive examination of the reload was carried out uncovering no further issues.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the sureform 60 stapler instrument would not open or close when introduced inside the patient. The customer received no response from the instrument and could not use the instrument. There was no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained additional information. The clinical specialist confirmed the procedure was not aborted, it was completed as planned with a new sureform 60 stapler instrument without issues. The instrument's jaws were not stuck on tissue when the issue occurred. There was no unexpected tissue removal.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A review of the information associated with this event has been performed by the failure analysis engineer on 09/08/2025. The following additional information was provided: logs show pn 480460-12, ln k13241017-0633, was installed on the system three times and fired 0 reloads. On install 1, the system failed to detect the reload color, and the user manually selected the green reload via the user interface on the surgeon console's touchpad. The clamp was incomplete, stopping at ~77% completion. There was no unclamp event attempted, per the logs. On install 2, a green reload was loaded, however no clamping or firing was attempted. On install 3, a green reload was installed. The first clamp was incomplete, stopping at ~54% completion. Again, there was no unclamp event attempted, per the logs. The logs indicate that the instrument was removed from the arm prior to initiation of an unclamp in both cases. The instrument was not used in the procedure again. There were no stapler related errors in the logs.